Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and after brockenbrough transseptal puncture (bb), when inserting the qdot micro catheter into the left atrium (la), the catheter was advanced into anterior wall side. The patient¿s hemodynamic was stable, the qdot micro catheter was removed from the patient¿s body. There was no product failures related to septal dissection. After that, flushing was conducted, but the irrigation flow was poor, so the catheter was replaced. Pulmonary vein isolation (pvi) was performed, after that, the patient¿s hemodynamic was stable, and the procedure was successfully completed. Additional information was received, and it was indicated that no additional intervention was provided. The issue occurred prior to ablation. Since no intervention was provided, no extended hospitalization was required, and there was no indication that the event is life threatening or caused permanent damage to the patient, this was assessed as a non-serious patient event. The irrigation issue is considered MDR reportable product malfunction.

Manufacturer narrative:
H6. Medical device problem code of appropriate term/code not available (a27) represents patient event non-serious h6. Health effect - clinical code e2402 (appropriate term / code not available) was used to represent ¿iatrogenic injury¿ the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and after brockenbrough transseptal puncture (bb), when inserting the qdot micro catheter into the left atrium (la), the catheter was advanced into anterior wall side. The patient¿s hemodynamic was stable, the qdot micro catheter was removed from the patient¿s body. There was no product failures related to septal dissection. After that, flushing was conducted, but the irrigation flow was poor, so the catheter was replaced. Pulmonary vein isolation (pvi) was performed, after that, the patient¿s hemodynamic was stable, and the procedure was successfully completed. Additional information was received, and it was indicated that no additional intervention was provided. The issue occurred prior to ablation. Since no intervention was provided, no extended hospitalization was required, and there was no indication that the event was life threatening or caused permanent damage to the patient; this was assessed as a non-serious patient event. The irrigation issue is considered MDR reportable product malfunction. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31519395l, and no internal action reported to the reported complaint was found during the review. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).